Event description:
It was reported that the etrak 2500l system would not display pt data base. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The data base was rebuilt during the service call. The system was tested and found to be working as intended and put back into service.